Event description:
Patient had a vagal nerve stimulator surgically placed in anterior chest wall 2003. One month later it was discovered by patients physician that the device had migrated to the axillary region and had stopped working. Device failure is believed to be due to a dislodged or broken wire lead. Patient is scheduled to have the vagal nerve stimulator re-implanted. Dr. Has not seen the patient was not sure if the vagal nerve stimulator had been re-implanted. Dr. Stated that the patient has not been experiencing significant airway clearance needs at this time. He indicated that the patient's need for seizure control was more important than the need for airway clearance. Because of this, he will recommend holding vest treatments at this time. Dr. Thought the vest might have contributed to the vagal nerve stimulator migration.